Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event. The device was hooked up to a test load and oscilloscope and a trend report was run for pulse amplitude and pulse frequency. Immediately it was noticed that the frequency trend varied considerably, especially when the unit was handled, twisted or banged slightly, confirming the complaint. Next, the device was disassembled to visually look at the main board and flex assembly for any defects. No visual anomalies on the board or flex. It was noted that the case was cracked. The main board and flex were replaced. A 2.5 hour trend plot was ran, both amplitude and rate were then stable. Device also passed all functional testing at this point. Conclusion: the unit demonstrated unstable operation on two occasions. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was in use with a patient, the patient experienced a drop in pressure for a "few seconds". The pacing rate on the device was higher than the programmed rate. The epg was returned to the manufacturer for servicing. No patient injury or complications were reported as a result of this event.